Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 the scope channel that the "wand" goes into was very tight. In order to insert the wand, the scope had to be removed and then re-inserted. Could not remove wand without removing scope first. No issue reported with scope going into cannula. There was a delay in case as they had to open a new harvesting kit. No injury to patient.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 11/20/2023. An investigation was conducted on 11/29/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The harvesting device was returned outside the cannula. There were no visual defects observed on the harvesting device jaws. The heater wire was observed to be flexed in the center of the hot jaw, but remained attached at the tip of the hot jaw due to normal clinical use. There were no visual defects observed on the cannula. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula until it snapped into place with no physical or visual difficulties observed. The harvesting device was then inserted into the cannula with no physical or visual difficulties observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem- tool" was not confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000336707 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.